Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed physical scratches were noted on outer sheath. The damage was located near the tip of the instrument. There was no visual signs of cable, and unable to confirm if outer material was chipped.